Manufacturer narrative:
(B)(4). Report source: foreign : (B)(6). The device will not be returned for analysis, due to the device being discarded and retained in patient; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant shaft broke when surgeon was impacting device as per surgical technique. Metal shaft could not be removed from patient humeral head. Fracture implant left implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Picture provided shows intraoperative image of the inserter tip broken and is in the patients bone. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.